Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea and lightheadedness. It was also reported that dislodgement of the right ventricular (rv) lead was observed on x-ray and that the rv lead also exhibited no capture as a result of the dislodgement. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.